Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the programmer's hard drive health was ninety-nine percent. It was also indicated that the programmer failed incoming functional tests. The programmer was to be scrapped. (B)(4).

Event description:
The programmer was returned for an exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.